Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this device was admitted to a local hospital for a technical consultant due to syncope. An initial data review showed a 15 second duration of pacing inhibition; the later technical services review, failed to illustrate a probable root cause and an in office provocative maneuver failed to show any capture loss nor impedance changes. The physician stated that the device would be replaced due to a suspected malfunction. Subsequently, the device was explanted and returned for analysis.